Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned device determined that the breast implant had a tear on the anterior view, measuring approximately 3.5 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear, measuring approximately 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. Mentor also performed a manufacturing record evaluation related to the reported complaint for the finished device lot number. No manufacturing non-conformances were identified as part of this evaluation. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, rupture of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: no corrective and preventive action (CAPA) is required now. Manufacturer¿s reference number: (B)(4).

Event description:
Hcp report source. Was your patient implanted in the united states? Yes. What is your patient experiencing? Rupture. Which side is this happening on? Bilateral. If deflation/rupture was event spontaneous or did you experience any trauma? No trauma any pre-op scans available? No. If capsular contracture, what is the baker grade? N/a. Does your patient have prior history of capsular contracture? N/a. Was a sharp instrument used during the removal of the devices? Unknown. Have you consulted with your patient? Yes. How was the matter diagnosed? During surgery. Implant information: left catalog number: shpx595. Left serial number: (B)(6). Right catalog number: shpx700. Right serial number: (B)(6). Are the devices smooth or textured? Smooth. Did patient have implant replacements: yes. Was patient replaced with mentor gel? Yes. If implants removed, did the symptoms improve? Unknown at this time. New devices information: left catalog number: shpb685. Left serial number: (B)(6). Right catalog number: shpb775. Right serial number: (B)(6).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).